Manufacturer narrative:
Medwatch fields d. Device identification, g1 contact office: manufacturing site and g4 PMA/510k (premarket numbers) were updated. The investigation excluded reagent issues, as no further cases were reported and a correct rerun was performed with the same reagent. The investigation determined the event occurred because the customer failed to follow the manufacturer's instructions. Product labeling states, "cleaning sample probe, reagent probes, ise probe and ise sipper nozzle at the end of analysis each day, clean the outside of the pipetter probes (sample probe, reagent probes, ise probe) and of the ise sipper to remove residual solution and precipitation. This is a combined maintenance procedure for both ise and photometric units." The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the cobas 6000 c501 module is 16p8-13. The field service engineer (fse) inspected the module and found the sample probes dirty and the rinse nozzles clogged. He cleaned the probes and nozzles and replaced the sample probe. He performed mechanism checks, cuvette blank, and a repeatability test with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionable glucose hk gen.3 result from one patient sample tested on the cobas 6000 c501 module. The initial result was 22 mg/dl. The repeat result was 250 mg/dl.